Event description:
It was reported that the ilet device screen was unresponsive to touch, preventing normal interaction with the interface while the user was traveling internationally. Symptoms included no reported adverse clinical effects. Outcomes included no change in clinical status and no medical intervention. Investigation included a review of the complaint details and attempts to contact the user for additional information. Investigation of this case revealed that the issue was consistent with a touchscreen malfunction, and no alarms or alerts were reported. It was concluded that the device exhibited a hardware display input failure; a definitive root cause could not be determined due to unavailable device evaluation. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.